Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Manufacturer narrative:
A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. The device has been returned to the factory and was evaluated. This complaint was investigated in the german non-conformance system. The device underwent temperature and pressure testing. The failure was not confirmed, no root cause could be identified.

Event description:
The customer indicated that ccp noticed the pt slow to rewarm; thinks there is an obstruction in the water inlet lines; says pressure was pretty high when he disconnected. He is not sure if it in the oxygenator or hansen connectors of water lines.